Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and cleaned the plunger clamp and spring. Fse changed the tip clamp in the problem area of the instrument. The instrument was tested without further problem, and was returned to expected operation.